Manufacturer narrative:
(B)(4). The customer reported that the oxygen (o2) sensor and the battery were replaced. Further investigation revealed that the o2 sensor and battery were overdue for replacement. The customer was advised on proper care and maintenance of the o2 and battery.

Event description:
It was reported that the ventilator quit running. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.